Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse removed instrument cover and found that the sample nozzle tubing had stopped movement of the sample arm. Fse corrected positioning and secured in holding clamp. Fse also correctly positioned the table and sensor and initialized instrument without error. Fse performed diluent and wash cycles and rotated table without issue. The customer successfully completed quality control without any errors. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for serial number (B)(4) for similar complaints was performed. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7 - error messages and flags: [4029] spec.t-axis home not found error is generated when the home position of the specimen [?]-axis motor cannot be detected. The solution is for the customer to turn the power off and on again. If this problem reoccurs, contact the service department. [2014] sample shortage detected error is generated when there is insufficient sample. The solution is for the customer to prepare enough volume of specimen. [5022] specimen task error is generated when specimen arm task execution error occurs. The solution is for the customer to turn the power off and on again. Send the printed error report to the service department. The most probable cause of the reported event was due to obstruction of the sample arm by the sample nozzle tubing.

Event description:
A customer reported getting error messages 4029 spec. T-axis home not found, 2014 ss detected and 5022 specimen task error on the aia-360 instrument. Customer restarted instrument but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.